Manufacturer narrative:
(B)(4): results: stent damage, failure to deliver the stent. Results/conclusions: target lesion exhibited 90% stenosis and some calcification. Eval summary: the device was returned to the mfg facility for eval. The stent was positioned on the balloon between the marker bands as per specs. The 8th and 9th distal stent segments were raised and deformed.

Event description:
The physician intended to implant a 2.75 mm diameter x 24 mm length endeavor sprint rapid exchange (rx) drug-eluting stent to treat a lesion in the mid lad. The target lesion exhibited 90% stenosis and some calcification. The lesion was pre-dilated once using a 2.5 x 20 mm balloon up to 14 atms. The stent could not cross the lesion and the device was removed. Stent struts were observed to be damaged on removal. The target lesion was treated using another brand stent. No clinical sequelae were reported.